Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy with a gastrojejunostomy procedure, the tip of the instrument broke. The surgical nurse reported no sign of the instruments colliding with each other during the operation. The broken end of the instrument was removed from the patient's body. However, it was lost during the handover transportation process from the operating room staff.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of the provided image shows the curved blade of the instrument is broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the harmonic ace instrument was returned for failure analysis evaluation. The instrument was found to have one blade broken at the base. A piece measuring approximately 0.410" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.